Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device would not retract from the trocar. The blade did not retract after the trocar crossed the patient's skin. The blade remained out of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the reset button in armed position thus, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.